Manufacturer narrative:
The customer returned the contour next ez meter. The test strips were not returned. The returned meter was tested with in-house contour next test strips from lot # 8kpeb01a, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's weight was not provided.

Event description:
The customer obtained high blood glucose readings on his contour next ez meter; however, his hemoglobin a1c reading was low. Based on the low hemoglobin a1c reading, the physician changed the customer's insulin dosage for novolog from 16 units to 8 units and lantus from 40 units to 20 units. On (B)(6) 2019, the customer had his dinner and took insulin, as usual. On (B)(6) 2019, at 2:00 a.m., the customer had symptoms of hypoglycemia such as sweating, shakiness and disorientation. The customer called the paramedics. After the paramedics arrived, they gave glucose pills to the customer. The customer also ate peanut butter. The paramedics checked the customer's blood glucose readings with the customer's contour next ez meter and obtained a reading of 35 mg/dl. The paramedics left after the customer felt fine. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.